Event description:
St jude/abbott leads were implanted previously. Noted high atrial impedance, no capture or unstable atrial thresholds, high rv thresholds, and low rv impedance on the device. Possible atrial lead fracture noted per the physician. The physician scheduled atrial and rv lead extraction on (B)(6) 2021 and replaced the leads with medtronic 5076 atrial and rv leads." Leads manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).